Event description:
Customer emailed the firm asking for a part number for a leg assembly for their customer.

Manufacturer narrative:
Upon review of the pictures sent from the customer it looks as if the bolt connecting the frame to the leg assembly and sheared causing a disconnect. Further eval and investigation will be done once the leg assembly is returned for review. A follow up report will be submitted upon completion of the investigation and/or corrective action.